Manufacturer narrative:
On november 08, 2024, the mentor analysis lab received the suspect medical device for evaluation. On november 25, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 0.2 cm. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. On november 26, 2024, mentor became aware that the patient underwent bilateral removal and replacement with a 415cc (left-sided) mentor memorygel xtra breast implant and a 430cc mentor memorygel breast implant (right-sided) during the revision surgery, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2024, mentor received the following additional information: the healthcare professional provided paperwork that the serial number for the left device was (B)(6) and the right device serial was unknown. As this file is for the right device, the serial number is no longer applicable to this file and will be added to the file for the contralateral left device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation date of explantation: (B)(6), 2024 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 420cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient reported observing her right breast was deflated. Subsequently, she was diagnosed with a deflated right breast implant and left breast baker grade iii capsular contracture by a medical professional using the patient's symptoms. As a result, the patient is scheduled for breast implant removal on (B)(6), 2024. This report is for the right breast prosthesis.